Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and experienced hypoglycemia. Customer¿s blood glucose level was 34 mg/dl. The customer¿s blood glucose was 177 mg/dl and the sensor glucose was 73 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to blood glucose and sensor glucose difference. The difference between the blood glucose and sensor glucose value was 104. Customer¿s other blood glucose level was 56 mg/dl and 73 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was not alleging insulin pump was over delivering. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The device will not be returned for analysis.